Manufacturer narrative:
Date sent: 11/03/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported by the customer that during a laparoscopic cholecystectomy, when the surgeon tried to release it would not. The device was stuck on tissue and while trying to remove the tissue was torn. Unk how the case was completed. No adverse consequence to the pt. Ees associate spoke to nurse on the case, and the following was provided: the surgeon was firing across the cystic artery and the first firing was fine. After the second firing the jaws would not release. There were no difficulties firing the device or any abnormal noises noted. The surgeon attempted to pull the trigger from the handle, but the jaws would not release. The surgeon had to pull the device off the artery in the closed position. Fortunately there was no consequence for the pt. A single clip applier was pulled to complete the procedure. The pt's post operative care was not altered and the pt was released as expected.